Manufacturer narrative:
Device received with blank display due to missing battery tube spring. Unable to perform functional test due to blank display. Device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked lcd window and corroded battery tube.

Manufacturer narrative:
(B)(4). The insulin pump was received with blank display due to missing battery tube spring. Unable to perform functional test due to blank display. The pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, cracked lcd window and corroded battery tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged. The customer¿s blood glucose during the incident was unknown. The insulin pump was returned for analysis.